Event description:
It was reported by a physician that x-rays of the pt's device appeared to show a lead discontinuity. The pt has pharyngitis 3 weeks prior and the physician suspected the lead issue may have been involved. The pt presented to the physician with neck pain at the lead site. The pt's last known programming info was from the date of implant and showed proper device function. Attempts for further info have been unsuccessful.